Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had physical damage on the yoke, insulation and terminal end. Additional information indicates that the lead damage was visible prior to attempting to unhook the terminal pin from the header. The conductor was completely separated. The lead was still capturing and the impedance was the same. The lead was surgically abandoned. No additional adverse patient effects were reported.